Event description:
Eight months after pci, stent fracture and restenosis were observed in the implanted cypher stent. Pci was performed on this pt who presented for treatment of a 90% de novo lesion in the distal lad of unknown length in a 2.0mm diameter vessel at the distal end. The lesion was described as heavily calcified and tortuous and at a flexion lesion. Pre and intra-procedure medications are not known. Direct stenting was performed with a 2.5x18mm cypher stent at 8 atm. Post-dilation was performed with a balloon of unknown size at the proximal end of the stent for unspecified reasons. Ivus was conducted and stent opposition was confirmed. Timi flow pre and post-procedure was unknown. Residual diameter stenosis was unknown.